Manufacturer narrative:
Follow up 27-may-2016: follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continuous heavy bleeding(interpreted as genital bleeding) that led to 3 emergency room visits. She was also anemic. Continuous heavy bleeding is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and bleeding onset was not reported. Genital bleeding in women may have several causes including myoma, adenomyosis and hormonal imbalance. Due to the intensity of the reported bleeding, it is probable that the consumer had other predisposing factors for bleeding however a contributory role of essure cannot be excluded. Since the genital bleeding is a possible cause of the anemia, this event was also considered related to essure. Non-serious events were also reported. This case was regarded as incident, since the consumer had multiple emergency room visits and although not specified, it is probable that medical intervention was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060730) in united states on 12-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumers concurrent condition included migraines, and she received the following concomitant medication: imitrex (sumatriptan) for migraines, vitamin c (ascorbic acid), and folic acid (folic acid) and vitamin b12. The consumer reported continuous heavy bleeding that led to 3 emergency room visits, with hemoglobin 5.9; she also had back pain and joint pain since having product placed. She was placed on iron supplement since being anemic. She reported burning sensation in generalized area of skin (no specific area), stomach bloating immediately and constant stomach pain, weight gain without diet change, recent positive ana due to inflammation. Prior ana lab work was negative and she had no problems before having essure placed. Life threatening, hospitalization, disability/ permanent damage, required intervention, and other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to one of the events. Follow up 28-apr-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continuous heavy bleeding(interpreted as genital bleeding) that led to 3 emergency room visits. She was also anemic. Continuous heavy bleeding is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and bleeding onset was not reported. Genital bleeding in women may have several causes including myoma, adenomyosis and hormonal imbalance. Due to the intensity of the reported bleeding, it is probable that the consumer had other predisposing factors for bleeding however a contributory role of essure cannot be excluded. Since the genital bleeding is a possible cause of the anemia, this event was also considered related to essure. Non-serious events were also reported. This case was regarded as incident, since the consumer had multiple emergency room visits and although not specified, it is probable that medical intervention was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.